Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of the device. The event can be detected/prevented by following the instructions for use which state: detection method in operation manual chapter 3 preparation and inspection. Preventative measures in series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the following reportable events: due to buckling of ch-tube, forceps could not be inserted smoothly, control section had foreign objects, nozzle had foreign objects, foreign objects came out of suction port. There was no patient involvement.